Manufacturer narrative:
A third party service technician evaluated the device and replaced the power board. Maintenance was done and the flow valve,motor board,o2 blender,turbine manifold,internal battery,fan assembly and tube kit were replaced.

Event description:
The customer reported ln vent occurred in this device. There is patient involvement associated with the issue reported but no harm happened to the patient.